Event description:
It was reported that this patient presented to the clinic for a routine follow up. During right ventricular (rv) lead testing high out of range pacing and shock impedance measurements were seen indication an right ventricular (rv) lead fracture. Lead trending showed acute change in the pace/shock impedance since last (B)(6). In addition, several episodes of non-sustained ventricular tachycardia (nsvt) attributed to noise detected by the device. The physician elected to turn tachycardia therapy off until a lead revision can be performed to reduce the risk of an inappropriate shock. No adverse patient effects were reported. The lead remains implanted to date.